Event description:
The user facility reported that when they withdrew the glidewire advantage from metal needle, the hydrophilic coating was shearing off of the distal end of wire. The doctor retracted the piece of wire with snare and the wire was removed in its entirety. The patient was in stable condition. The procedure outcome was successful. Additional information was received on 06oct2021. A peripheral angiogram was the procedure being performed and the hydrophilic portion of the wire was completely removed in its entirety. They used a second glidewire advantage to complete the procedure. It was a radifocus device.